Event description:
An ipp device was implanted on 04/12/89. The right cylinder was removed from the patient on 10/24/90. The entire device was removed from the patient on 06/19/97 due to fluid loss. A malleable left cylinder was implanted.